Manufacturer narrative:
The device was returned for investigation. The investigation is currently in progress. A follow up report will be provided once the device investigation and lot history review are complete.

Event description:
During a knee scope procedure using a covac 70 wand 3.0 mm with integrated cable, the tip of the arthrowand fell in the pt. It was reported that the tip was retrieved with a grasper in the same procedure. A c-arm was used to confirm that all pieces were retrieved. There was no reported pt injury or adverse effect to the pt.